Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirteen (13) amia cassettes were damaged. The nurse stated that the tubing was torn adjacent to the transfer set. The tear/damage was described as being a faint cut line on the patient line past the patient connector. This occurred during peritoneal dialysis therapy. The cassettes were replaced with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.